Event description:
Depuy pinnacle device implanted for left thr. Approximately 1 after device, it began making considerable noise on occasion. Over time, the noise became exacerbated and constant with pain and movement restriction. I began reading reports of depuy recalls this past year. I had lost my insurance after the implant and had not been able to get insurance until the recent legislation, although there was a waiting period for the hip as an issue. I have high levels of chromium (36) and cobalt (82) in my blood and am scheduled for revision surgery on (B)(6) 2012. My insurance will cover portions of the surgery but I will be responsible for a great deal of the cost, which is unfair. Depuy was able to put these devices on the market via a loophole in your product administration. They refuse to recall the pinnacle device, although it appears to be performing as the asr device that has been recalled and is causing problems.